Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, the device arm dropped. The procedure was completed by holding onto the patient's arm. No patient injury or complications were reported.

Manufacturer narrative:
A spider 2 tenet 7615, was received for evaluation and confirmed to be serial number (B)(4). Functional testing could not confirm the complaint of the arm suddenly dropping after performing. The subject unit passed a normal force test. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.